Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for total hip systems revealed that dislocation has been identified in warnings and precautions, that may result from improper selection of the neck length and cup, stem positioning, muscle looseness and/or malpositioning of components. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that after a tkr performed on (B)(6) 2025, the patient sustained an injury to the soft tissue ligaments and dislocated the knee replacement on (B)(6) 2025. It is unknown how this issue was addressed, and the current health status of the patient is unknown.

Manufacturer narrative:
H2: corrected information in b3.

Manufacturer narrative:
H2: additional information in b5. Corrected information in b1, b2 and h6.

Event description:
It was reported that, after a tkr performed on (B)(6) 2025, the patient sustained an injury to the soft tissue ligaments and dislocated the legion (femoral component) knee replacement. This occurred in bed whilst bending knee, not caused by implant. A revision surgery was performed on (B)(6) 2025 to convert to hinge implant and do a patella tendon repair with suture. The current health status of the patient is unknown.